Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Upon second attempted interrogation, the device could not be interrogated. The device was explanted. No patient symptoms were reported. No further information was available.